Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the returned sample was wet and contaminated with blood. After disinfection, a leakage test of the blood side was performed, and no leakage could be found. Furthermore, a leakage test of the dialysate side was performed, and a leak was observed. The cause of the dialysate side leak was a defective welding seam. The root cause of the defective welding seam is pur (polyurethane) on the welding edge. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during evaluation of a returned polyflux 210h, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.